Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that the patient¿s back was hurting more, so they went to use the controller and their implant was not turning on/they were not feeling stimulation. The patient stated that since they had a pump, they had not used their spinal cord stimulator for a while. It was reviewed how to use the controller. The patient confirmed seeing the green lights and stated that the ins was on. It was reviewed that the patient should increase the amplitude. The patient reported hearing triple beeps when attempting to increase the amplitude. Patient services reviewed that the maximum amplitude was reached and that they should follow-up with their healthcare provider to address their issues further. It was reported that the issues of the patient not feeling stimulation, not being able t o increase stimulation and their back hurting more occurred on (B)(6) 2018. No further complications were reported/anticipated.